Event description:
A patient¿s wife reported that a patient experienced chest restenosis of a cypher stent. During the index procedure, the patient had placement of a 3.5 x 28mm cypher stent in his left anterior descending (lad) due to 80 to 90% stenosis. He was prescribed plavix and aspirin post-procedure, but developed internal bleeding seven months later, which required blood transfusions and the discontinuation of plavix and aspirin. Approximately six years after the cypher was implanted, the patient developed "chest discomfort" with exercise described as "stinging in his lungs." He continued to have chest discomfort during exercise, and had an abnormal thallium stress test. Subsequent angiography revealed 100% blockage of the cypher stent. The physician was unable to cross the occlusion with a wire. The patient was placed in cardiac rehab and would be re-evaluated at a later date to determine if he needed single artery bypass. He was told that he had good collateral circulation. He was prescribed ranexa and is currently symptom free.

Manufacturer narrative:
Information received from a patient¿s wife via medical affairs indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient¿s history is significant for coronary artery disease, prostate cancer with radical prostatectomy (2002), high blood pressure, and hyperlipidemia. The patient had a 3.5mm x 28mm cypher stent implanted in the left anterior descending artery in 2004. In 2010, the patient developed exertional chest discomfort. A thallium stress test was performed which indicated abnormal results. Angiography was performed and ¿showed a total occlusion (like concrete) inside the stent¿. The physician attempted unsuccessfully to cross the occlusion with three different wires. The patient was told that he had good collateral circulation and was placed in cardiac rehab. He would be re-evaluated in the future for a possible single vessel bypass. He was currently symptom free. The device was implanted and therefore not available for analysis. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Review of the information received suggests that the patient¿s medical history and the natural progression of coronary artery disease may have contributed to the reported event.